Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited unser sensing and loss of capture. It was further noted from fluoroscopy that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, and under sensing were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The full helix extension length was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.